Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. Visual inspection was performed and it was observed inside the cuff the presence of a black particle. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report during inspection, black foreign material was found inside the cuff. Customer indicated there was no patient involvement with this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report during inspection, black foreign material was found inside the cuff. Customer indicated there was no patient involvement with this event.